Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system received an inappropriate electrical shock while receiving some sort of vibration therapy. Technical services was consulted and confirmed that this was caused by electromagnetic interference (emi). Programming changes were not recommended. Currently, this product remains in use and no additional adverse patient events have been reported.